Event description:
It was reported that a patient had an infection and symptoms included pain, redness, and swelling. Diagnostics included physical examination and ¿history.¿ the day following the report, the implant was removed. The patient was antibiotics and was still on antibiotics four days after explant.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0u4xw, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).